Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted colectomy, the lap disc ruptured. No pt consequences.